Event description:
Information provided from a study indicated that a (B)(6) male with severe iliac occlusive disease, severe calcification, and moderate tortuosity in both the right and left, underwent evar on (B)(6) 2013. The physician placed a flex main body and two spiral z iliac leg grafts. Right and left angioplasty in the leg extension was performed after the procedure due to occlusion on both sides. The physician said the device was patient at the occlusion of the procedure. The devices remain implanted. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occlusion is labeled in the IFU. Event evaluation: still under investigation.